Manufacturer narrative:
Fisca april 2016 (loose connectors). One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) and two (2) connectors found loose from the controller housing. The loose connectors are currently being investigated. The confirmed malfunction is possibly related to the reported event. Review of the controller log files revealed several occurrences of premature power switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. The confirmed power switching is possibly related to the reported event. Heartware has opened an internal investigation to evaluate communication errors between the controller and batteries. In addition, review of the controller log files did not reveal any power disconnect alarms. The power disconnect alarm was replicated at the bench testing, but only when a battery was disconnected, which is normal. Moreover, supplemental testing revealed that the power connections were reliable and no alarms were observed when the cables were pulled twisted and bent. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. The most likely root cause of the power switching may be attributed to a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the vad coordinator that the patient was getting intermittent power disconnect alarms. It was stated that the patient inspected the controller and noted that both cable connections were loose on controller and was able to recreate the alarm with manipulation. An elective controller exchange was performed and it was stated that there were no effect or consequences to the patient. No additional information provided. Investigation is ongoing.